Event description:
It was reported that an animal underwent a sterilization procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm when did the issue occurred before the procedure, during the procedure or post-op? Please confirm: (B)(6) 2022. Did the patient suffer from any consequence due to the issue (breakage suture)? If yes, please provide more details.: this suture was used in pet dog at (B)(6) veterinary hospital. What was the procedure? Sterilization. What is the lot number? Lot t8003 vp 2421. As per patient, they bought this stock from (B)(4). Device return follow up: no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 09/09/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: complaint sample: one video was provided for investigation in which product code and lot identification was not provided. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code vp2421 lot t8003. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for knot pull tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code vp2421 lot t8003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects but no defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects but no defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample and value at the time of finished good release was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2421 lot t8003. No other event was reported for same description from other parts of country. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m